Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a replace battery now alarm on the insulin pump. They did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was 11.3 mmol/l. Troubleshooting was performed. The batteries used were always brand new. There was no damage on the insulin pump. The battery cap was fine. The device will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement were within specifications. No unexpected power loss alarm or replace battery now alarm noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked retainer, scratched case and minor scratched lcd window. Unit received with cracked retainer, scratched case, fading serial number label and minor scratched lcd window.